Event description:
Patient reported that back to back test readings obtained on the ss meter using different finger sticks were 76, 126 and 35 mg/dl (53% difference). No symptoms were reported. Meter is not cleaned according to manufacturer's product recommendations. Lsf representative reviewed cleaning and use of control solution with pt. There was no allegation of harm.